Event description:
It was reported that a clearlink luer activated valve leaked. The reporter stated that blood leaked from the connection of the PICC line and syringe during infusion. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.